Event description:
It was reported to nova biomedical that a consumer received a result of 251 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 256 mg/dl and 247 mg/dl. The consumer did not believe those results to be accurate because the consumer felt she was experiencing a hypoglycemic event requiring emergent food intake to raise her blood glucose level. The consumer did not have control solution on hand to test the integrity of her test strips as instructed in nova's directions for use. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.